Event description:
The user reported that while snaring a broken wire segment out of the aorta through a guide catheter, a marker band come off the snare catheter. The marker band was left in a small side vessel. There is no plan to remove the marker band. The vessel is open and has collateral flow. The patient will receive three months of anti-platelet therapy to prevent clot formation. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: the affected device has not been returned for evaluation. A follow up report will be submitted when the evaluation is complete.